Manufacturer narrative:
The device has returned for evaluation and it's investigation was completed on 13jul2023. The device passed the design specifications for the active tip length measurement, continuity test, as well as the puncture test performed on a top-bench model. Moreover, the distal sideports of the needle as well as the luer at the handle appeared to be clear of debris and free of defects. The device, however, failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. It is highly unlikely that the rf needle left facility like that since all needles undergo 100% visual verification for the distal curve shape prior to packaging. Moreover, the device's IFU clearly states that manual reshaping and/or bending of the needle is not recommended because it could damage the integrity of the needle and cause injury to the patient.

Event description:
It was reported that a nrg rf needle was selected for use during an unknown procedure. During the transseptal puncture, the footswitch was stepped on, however the nrg needle did not energize. Another re-sterilized cable was used (replaced), but the situation did not change; therefore, the rf needle was replaced and the procedure was performed. It is not a reprocessed needle. No issue was noted with the footswitch. No alert/error was displayed when rf was attempted. At this time, it has been heard a "beep" sound twice once trying to deliver rf. The procedure and indication was a transseptal. No patient complications were reported and the procedure was completed successfully.

Event description:
It was reported that a nrg rf needle was selected for use during an unknown procedure. During the transseptal puncture, the footswitch was stepped on, however the nrg needle did not energize. Another re-sterilized cable was used (replaced), but the situation did not change; therefore, the rf needle was replaced and the procedure was performed. It is not a reprocessed needle. No issue was noted with the footswitch. No alert/error was displayed when rf was attempted. At this time, it has been heard a "beep" sound twice once trying to deliver rf. The procedure and indication was a transseptal. No patient complications were reported and the procedure was completed successfully.